Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/04/2015 with the following findings: the black box verified the pump time, date reset to default after por. Time, date reset to default was duplicated during investigation. Pump was open to investigate and the internal battery component was found to be leaking. Battery compartment cracked from the top to cover part. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and cracked battery compartment. This report is made based on the results of an investigation completed on 11/04/2015.